Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect - impact code, type of investigation. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
D10: concomitant devices: 4320789 170-32-03 - biolox delta femoral head 32mm od, +3.5mm 4488331 180-01-48 - nv crown cup clstr hole 48mm group 1 4501563 188-00-08 - wedge plasma s/o sz 8 4510137 180-65-25 - alteon 6.5mm screw, 25mm 4571201 101-05-30 - 3.2mm drill bit30mm 1pk the product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 90 months after a right total hip replacement procedure, the patient has experienced prosthesis wear, pain, stiffness, discomfort, and weakness; negatively affected mobility and quality of life; revision surgery and resultant pain following surgery, recuperation/rehabilitation period and physical therapy; limited ability to perform normal physical activities. No further issues or complications were reported. No additional information is available. A revision procedure is scheduled to be performed on (B)(6) 2024.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code.